Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicating that the event was noted during an in-clinic follow up.

Event description:
Additional information received from technical support indicating that the device did not go into back up mode during the event; rather, it was observed during the event that the device could not be interrogated.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into back up mode. The event was resolved by reprogramming the device. The patient was stable with no consequences.

Event description:
During an in-clinic follow up, the device was attempted to be interrogated but was unsuccessful. Technical support was contacted and it was determined that the cause of the event was due to corrupt egms. The event was resolved by reprogramming the device. The patient was stable with no consequences.